Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (remove telephone number), e2, e3, e4, and h3. Additional information added to fields h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video connector on the endoscope side cannot be connected securely due to the effect of a loose lock (lock lever) on the video connector socket. Therefore, it is possible that no image is displayed due to a poor connection caused by an unstable connection condition. Olympus will continue to monitor field performance for this device.